Event description:
Caller reportedly received the following results on an active meter, compared to a professional active meter, within 10 minutes: 131 mg/dl (patient's meter) and 360 mg/dl (professional meter). No adverse event was reported. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.